Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a generalized rash around the pump area or pocket area. The patient has a nickel allergy and the health care provider (hcp) was wondering if a polymer coating could be put over the pump. A custom engineer was contacted. Additional information received reported the pump was explanted due to a metal allergy. Different creams were used without success as an intervention. It was noted that the allergic reaction had resolved and the patient recovered without permanent impairment. The pump was infusing infumorph.

Event description:
Additional information received reported that the system was explanted on (B)(6) 2014. The experienced a rash in area of metal contact and was persistent at the pump site and faded/receded at areas of staples and tunneling site. The cause of the allergic reaction was device metal allergy. An allergist/immunologist was contacted and steroid topical creams were administered. The pump will be replaced if a coated intrathecal pump becomes available. Outside of the rash, the patient was extremely satisfied with pain reduction.